Event description:
Patient missed out on 1-2 feeds. A 4 hour feed took at least 8 hours for half to be delivered. Nursing staff changed extension line and feeding set with no affect on delivery rate. Nursing staff increased oral feeds to compensate for slow feeding until another pump was sourced. There was no adverse effect to the patient.